Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, a micropuncture transitionless access set¿s wire separated upon attempted removal and remains in the patient. Ultrasound guided access was obtained in the left common femoral artery. Reportedly, entry into the artery was clear, and a good arterial pulse was noted upon insertion of the access needle. The physician attempted to insert the wire into artery; however, the wire became stuck in scar tissue. Per the reporter, the recurrent patient had previously undergone many open vascular procedures in the scarred left groin where access was obtained. An unspecified 6-french sheath was inserted over the wire guide. Upon attempted manual removal of the wire through the 4-french introducer, the tip of the wire separated, and the decision was made to leave the one-centimeter wire fragment within the patient. There are no plans to remove the fragment. Reportedly, the patient is ¿feeling good¿ and has no complaints regarding the access site. The patient did not require any additional procedures due to this event.